Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with thoracic myelopathy; and underwent posterior lumbar fixation at l1-s2. On an unknown date, post-op, the rods on both sides of l5-s1 broke. Bone union failure was also reported. Hence, a revision surgery was performed, in which, the broken rods were explanted (as planned).